Event description:
It was reported, the patient has lost over 150 pounds. As a result, she is experiencing pain at the ipg site, it was also reported, the patient has not used her stimulation in approximately 1.5 years, due to unrelated health issues. The patient may undergo surgical intervention as the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.